Manufacturer narrative:
B3: 01/01/2023 used as event date as actual event date is unknown.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred in the rca, which led to permanent loss of the rca. The patient was stable post procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred in the rca, which led to permanent loss of the rca. The patient was stable post procedure. It was further reported the target lesion was mildly tortuous and moderately calcified, with a vessel diameter greater than 3.0. There was no permanent loss of the rca.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Detailed product information was not provided. Good faith efforts were completed to obtain the information, but it was not available. B3: 01/01/2023 used as event date as actual event date is unknown.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred in the rca, which led to permanent loss of the rca. The patient was stable post procedure. It was further reported the target lesion was mildly tortuous and moderately calcified, with a vessel diameter greater than 3.0. There was no permanent loss of the rca.